Manufacturer narrative:
Concomitant medical products: item number 00598801018, item name stem extension straight 18mm dia x 100mm length, lot 61214724. Item number 00598800600, item name stemmed tibial component precoat a/p wedged size 6, lot 61461816. Item number 00598802014, item name stem extension offset 14mm dia x 100mm length, lot 61539394. Item number 00597206529, item name all poly patella size 29 mm, lot 61543716. Item number 00596204220, item name articular surface with insert and locking screw, lot 60385508. Item number 00549003601, item name trabecular metal posterior femoral augment block, lot 60793879. Item number 00111314001, item name palacos rg 1x40 single, lot 70354235. Item number 00111314001, item name palacos rg 1x40 single, lot 70354235. Item number 00111314001, item name palacos rg 1x40 single, lot 70354235. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It is reported that a request was received inquiring if the components from a total knee arthroplasty approximately 7 years ago contained cobalt chromium. No revision has been reported to date.

Manufacturer narrative:
Upon further review with the patient, the event was caused by issues regarding a competitor hip. No serious injury or product malfunction was the result of zimmer biomet products.